Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had an image issue and it could not be adjusted due to the veiii (visera elite iii) touch screen not working. The issue occurred during a therapeutic urology procedure. There was a short delay to exchange devices and the procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record (DHR) was unable to be reviewed for this device however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation and because the subject device was not returned, a root cause could not be identified. Olympus will continue to monitor field performance for this device.